Manufacturer narrative:
A ge rep evaluated the system and reformatted the hard drive and reloaded software. System operates as intended.

Event description:
The customer reported the system is mixing up pt names and images. No pt injury was reported.